Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported myocardial infarction could not be conclusively determined. Per the IFU, myocardial infarction is a known risk during cardiac ablation procedures.

Event description:
During a pvc ablation procedure, a myocardial infarction occurred. The site of earliest activation was found at the left ventricular outflow tract (lvot) and a reflexion spiral catheter was placed near the aortic cusp and activation mapping was performed and the origin of the pvc was determined to be near the aortic valve. A tacticath quartz ablation catheter was then placed near the site of earliest activation and a coronary angiogram was performed to assess the position of the catheter relative to the ostium of the left main coronary artery. It was determined the site of interest was in the left coronary cusp and ablation was performed in that area; however the pvcs were suppressed but not eliminated. After subsequent mapping and ablation, the patient exhibited st elevation on EKG and a coronary occlusion or spasm was diagnosed. Chest compressions were initiated, followed by emergency cardiac catheterization with angioplasty with stenting of the left main coronary artery being performed. The patient was stabilized and the procedure was abandoned. The patient remained stable after the procedure. There were no performance issues with any sjm device.